Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and no issues were found. Customer's blood glucose (bg) was over 400 mg/dl to "high" on the continuous glucose monitor. Elevated bg was addressed by a correction bolus via the pump and manual insulin injection. The customer went to the emergency room for the elevated bg. Customer treated with intravenous fluids of saline. The customer was released that same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.